Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 28 mg/dl at the time of the incident. The customer was at 397 mg/dl at the time of the call. The customer was given glucagon to treat. The customer experienced symptoms such as dizziness and incoherence. The customer was wearing the insulin pump during the incident. Troubleshooting was completed as the customer declined. The customer thinks that the low was not related to the pump as they've always had random lows. The customer also has gastroparesis and may not have entered their carbs correctly. The insulin pump will not be returned for analysis.